Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that communication could not be established with the navigation system, resulting in the reported issue due to a damaged interface (umbilical) cable. The interface (umbilical) cable was then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to complete 3d image acquisitions. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that there was an open between two pins on the cable.